Event description:
It was reported that the insulin pump is experiencing number ramping without input. Blood glucose reading was 116 mg/dl. Advised that the insulin pump should be returned for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Manufacturer narrative:
The insulin pump was received with intermittent button response due to moisture damage on keypad traces. No number ramping or scroll bar moving up noted. The insulin pump has minor scratched lcd window, cracked case at display window corner, and cracked reservoir tube lip.